Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device had an excessive on time of 15.9 hours and many power switch activations in the memory. Furthermore it was observed that the analog pcb assembly caused some excessive current flow that depleted the internal hybrid layer capacitor (hlc) batteries. Physio-control further evaluated the analog pcb assembly and observed two electrically leaky filters, designators fl9 and fl11 on the analog pcb assembly. These filters being electrically leaky had some effect to the internal hlc batteries depleting. And lastly, it was observed that the charge-pak battery charger had corrupted software which caused the device's readiness indicator to set the charge-pak icon on. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed the charge-pak and the service wrench indicators in the readiness display. During device evaluation, it was observed that the device in fact showed the charge-pak and the attention indicators in the readiness display. The electronic device download was evaluated and it was observed that the internal hlc batteries had depleted to a level which may not support effective defibrillation therapy. There was no patient use associated with the reported event.